Event description:
It was reported that stent damage occurred. The 70% stenosed, 34x7mm, concentric, de novo target lesion containing a lesion bend between >45 and <90 degrees was located in the moderately tortuous and a moderately calcified carotid artery. A 8.0-36 carotid wallstent¿ was selected to treat the target lesion. Upon unpacking the device, the physician noted that there was "burr" at the tip of the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 70% stenosed, 34x7mm, concentric, de novo target lesion containing a lesion bend between >45 and <90 degrees was located in the moderately tortuous and a moderately calcified carotid artery. A 8.0-36 carotid wallstent¿ was selected to treat the target lesion. Upon unpacking the device, the physician noted that there was "burr" at the tip of the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent was fully mounted onto the returned device and initial examination found no issues with the returned device. Microscopic examination of the tip however noted slight damage. During analysis it was possible to insert a 0.014 inch filterwire through the device without any resistance being met. During analysis the stent was partially deployed to inspect it for any damage and no damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Manufacturer narrative:
(B)(4).